Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the ins battery seems to be depleting quickly so the patient is constantly recharging. Family/friend reported this happens even if the stimulation is off and indicated they lose charge with in a day or 2. The caller was redirected to follow up with the health care provider to discuss charging concerns. No symptoms were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider who reported that the patient used high level of stimulation which was the cause of why battery was depleting quickly. The patient's issue with battery depleting quickly has been resolved. The patient was (B)(6) at the time of event. No further complications reported at this time.